Manufacturer narrative:
No button error alarm noted. Intermittent act button due to corroded keypad trace. Unit had battery tube threads cracked, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer's aunt reported that the insulin pump had a button error alarm. No significant events leading up to the event were listed. Blood glucose level at the time of the incident was not provided. The customer's aunt was advised that the insulin pump would be replaced and agreed to return the device for analysis.